Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that testing was performed which showed high impedances on the majority of the electrodes and with the ground path impedance being indeterminable. The pt reported a trauma. Testing confirmed that the device has malfunctioned.